Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) that ranged between 300 mg/dl - reading "high", with unspecified ketones, excessive thirst, frequent urination, feeling tired and achy. Patient received no unusual treatment. During troubleshooting, customer support found the time and date were accurately set and the bolus and basal histories were as expected. No potential cause of the bg issue was identified. Trouble shooting with customer support did not reveal any delivery issues, but considered this an inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: no defect was found. Unable to duplicate the complaint. Review of the black box shows a replace cartridge alarm on (B)(6) 2015 07:36; deliveries resumed at 09:51. On (B)(6) 2015 12:22 a replace cartridge alarm was recorded; deliveries resumed at 14:09..#2. The tdd¿s add up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.